Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The guidehos had the x-ray opaque chip removed. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, it was confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. There were no other abnormalities that could lead to the event pointed out. No abnormalities found from the DHR with the lot number of the following items which relate to the reported event. Insertion position of the tip. Outer diameter of the distal molding part. Appearance of guide sheath. It is possible that the x-ray opaque chip fell off by the following mechanism based on the condition of the actual product and the situation when the problem occurred, but the cause could not be identified. The above device handling has warned in the instruction manual. Case 1. When the inductor was inserted, the tip of the inductor was in a bent state. The inductor joint was caught on the x-ray opaque tip. The actuator was moved forward and backward while the joint of the inductor was caught by the x-ray opaque tip, and the guide sheath was pulled in the pulling direction. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. While advancing and retreating the inductor, the x-ray opaque chip came off the tube and fell off. Case 2. The biopsy forceps cup was not completely closed (including the state where the biopsy tissue was grasped). The cup of biopsy forceps was caught on the x-ray opaque tip. While the biopsy forceps cup was caught by the x-ray opaque tip and the biopsy forceps were advancing and retreating, the x-ray opaque tip came off from the tube and fell off, causing deformation of the tube tip. Regarding the crushing of the x-ray opaque tip, it is thought that it was crushed because it was pinched by forceps when the dropped x-ray opaque tip was collected from the body, but the cause could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a bronchial lung biopsy using the subject device with bf-p290, the x-ray opaque tip fall in the bronchus. The intended procedure was completed with same device. The fragment was retrieved using another forceps. There was no patient injury reported.